Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore, the reported event cannot be verified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history has not been reviewed because the lot number is not known. A two-year review of complaint history revealed there has been a total of 37 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(6) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to not use the probe for mechanical displacement of tissue, damage to the probe may occur. The IFU also advises the user to maintain the probe tip, including the return electrode, in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Care should be taken in procedures that may cover the probe return electrode. Alternate site ablation may occur if 75% of the return electrode is masked, making the return electrode surface area smaller than that of the active electrode. If partial coverage of the return electrode is required for the procedure, use a lower setting and maintain visibility of the return electrode while applying rf. Do not activate the probe while any portion of the active or return electrode is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/ or injury. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy on 15dec21 when it was reported, ¿the face cracked in half and broke off in the joint space. The pieces was removed.¿ further assessment questioning found that the fragment was removed with an arthroscopic grasper. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sn, aes-90sn probe assy,suct,sin, was being used during a shoulder arthroscopy on (B)(6) 2021 when it was reported, ¿the face cracked in half and broke off in the joint space. The pieces was removed.¿ further assessment questioning found that the fragment was removed with an arthroscopic grasper. The procedure was completed with a 5-minute delay. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.